Event description:
It was reported that the rotaflow shutdown during treatment and an unknown error message has been displayed. The patient has been hand cranked until the device has been exchanged with a backup device. No patient harm occurred. Complaint ID: (B)(4).

Manufacturer narrative:
The initial failure description was that the rotaflow "shutdown during patient transport and displayed an unknown error message". The patient has been hand cranked until the device has been exchanged with a backup device. No patient harm occurred. The reported error could not be reproduced by the hospital right after the incident on (B)(6) 2021. A getinge service technician was on site on (B)(6) 2021 to check the affected rotaflow (serial (B)(6)). The technician was also unable to reproduce the reported error. The unit ran on battery mode for 1.5 hours (as specified) without any issue. The device is working as intended. The device has been left running over the weekend and the technician returned on (B)(6)2021 to check the device again. No failures occurred over the weekend. The device is working as intended. The technician disassembled unit for examination and found potential traces of fluid ingress on the bottom of the power supply board. Thus, rf (rotaflow) power supply pcba (material#701011675) has been replaced as a precaution. Noteworthy, the rfc (rotaflow console) on site are set up on top of carts with heating cooling units right next to rfc, where fluid has the potential of spilling over the top of the cart, and below the rfc, while intra-hospital transports. The technician also found the circuit breaker housing shifting from side to side with touch. Thus, the main switch rfc (material#701022589) has been replaced. The rf flow measure pcba (material#701011681) has been replaced as a precaution, as the customer stated that the affected rotaflow has intermittent flow readings from time to time. Based on these investigation results the reported failure could not be confirmed. However the failure mode "shutdown during patient transport and displayed an unknown error message" can be linked to the following most possible root causes according to our risk management file ((B)(4)). Battery power failure e.g.: 1.user forgot recharge. Total failure of device because of e.g.: 1. (Accidental) disconnection of mains (plug). 2. Power supply cannot be connected. Based on these investigation results the reported failure "circuit breaker housing shifting from side to side" could be confirmed. The most probable root cause could be determined as aging (device has been manufacturer in 2013). The product in question was produced in 2013-11-01. The review of the non-conformities has been performed on 2021-12-06 for the period of 2013-11-01 to 2021-11-12. It does not show any non-conformity in regard to the reported product and failure. There is no indication on manufacturing issues occurred during this time, thus production related influences are unlikely. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not yet been received.

Event description:
It was reported that the rotaflow shutdown during treatment. No further information has been received. Complaint ID: (B)(4).